Manufacturer narrative:
Product analysis: visual examination identified associated -04/-05 component head grippers are bent laterally and cracked at the corner of the notch. Visually and optically identified witness marks and deformation on the inside of head grippers, suggesting possible inappropriate instrument release technique. The above observations are consistent with bend stress overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, when removing the extender, the tabs that connect to the screw was broken. The products came in contact with the patient. No fragment of the broken instrument remained inside the patient. No patient complications were reported as a result of this event.